Manufacturer narrative:
This device is with hospital pathology at this time, however if the device is returned analysis will not be performed as the reason for erosion and infection is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to erosion with possible infection. No additional adverse patient effects were reported.